Event description:
Unomedical reference number (B)(4). Event occurred in the united states patient reported and event of high blood glucose. The highest bg level reported was 435 mg/dl. The event occurred within 3 or more hours of insertion. The insertion site was at abdomen. The patient was treated with correction bolus via pump. Upon inspection the cannula was found bent in the varisoft 13mm, 23' infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.